Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the reservoir was found. The pump and the reservoir were removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. No patient complications were reported.